Manufacturer narrative:
There was no product malfunction alleged or identified. Radiographs provided confirm vertebral fracture. Review of the provided information identified that the surgeon reported that an incorrectly sized product was used, the root cause appears to be the result of improper implant selection. No additional investigation required. Labeling review: "...potential adverse events and complications: as with any major surgical procedures, there are risks involved in spinal/orthopedic surgery. Potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s). Loss of fixation. Nonunion or delayed union. Fracture of the vertebra..." "...warnings, cautions and precautions: correct selection of the implant is extremely important. The potential for success is increased by the selection of the proper size of the implant. While proper selection can minimize risks, the size and shape of human bones present limitations on the size and strength of implants. Exercise caution when choosing implant sizes, as larger implants may not be suitable for the thoracic spine. Care should be taken to ensure that all components are ideally fixated prior to closure..." "...pre-operative warnings: care should be used during surgical procedures to prevent damage to the device(s) and injury to the patient..."

Event description:
On (B)(6) 2020 a patient underwent an extreme lateral interbody fusion. On (B)(6) 2020 a follow up x-ray revealed that the l4 vertebra fractured. The physician reported that the inserted cage was too large. The patient is being monitored. No revision surgery scheduled. No additional complications reported.